Event description:
It was reported that the patient was experiencing episodes of mild incontinence when lifting heavy objects or coughing. As a result of testing, it was determined that the artificial urinary sphincter (aus) balloon was not working properly due to insufficient saline solution. An accessory kit was used to replenish the solution. The patient improved following the procedure.